Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the reported phenomenon was not duplicated and there were no abnormalities on the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the endoscope of the user facility owned, because there were no abnormalities on the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the output socket of the subject device was worn out. The service department of olympus (B)(4) (oekg) checked the subject device and found that the output socket of the subject device was worn out and the endoscopic image failed sporadically. There was no report of patient injury associated with this event.